Manufacturer narrative:
The reported complaint of high impedance was confirmed. The received lead was found with multiple broken wires which would have caused the high impedance issues.

Event description:
It was reported that the patient experienced inadequate therapy/coverage. Impedance test revealed that the lead had high impedances. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, effective therapy was confirmed post.

Manufacturer narrative:
Date of event is estimated, during processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.